Event description:
"Dermatome will not run; runs intermittently on and off when button is held down". The head nurse reported: this occurred during a procedure which resulted in a 10 minute delay to the surgical procedure. There was no reported pt injury.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.